Event description:
It was reported that during an implant procedure, the right atrial (ra) lead exhibited high impedance. It was noted that the helix appeared to be partially extended. After multiple positions, the helix would not fully extend and continued to have high impedance with poor stability. A new lead was implanted and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The full lead was returned and analyzed. No anomalies were found. The analyst noted the helix extended and retracted smoothly and within specification. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.